Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. It was reported that during supply changes a cartridge change error would occur. Reportedly, the customer is able to complete the loading process and resume insulin delivery. Due to the cartridge change error continuously occurring, the customer had been using the same cartridge for 5 weeks. The customer's blood glucose (bg) levels ranged from 250-300mg/dl and a correction bolus via the pump was delivered to address the bg level. As the supplies had been changed prior to contacting tandem technical support (cts), no troubleshooting was performed for either issue. After the most recent supply change, the customer had not received any additional occlusion alarms. Cts advised the customer not to re-use cartridges or use cartridges longer than labeling indicates.